Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 9/17/2007, 9/21/2007, (twice), 10/2/2007 and 10/3/2007.

Event description:
The surgeon stated his pt has very good uncorrected vision in each eye, but no functional reading vision following bilateral intraocular lens (iol) implant surgery. It was reported the pt had a minimal amount of posterior capsule opacification (pco) and she had a yag laser procedure performed by another surgeon with not benefit to her reading vision. Add'l info has bee requested. MFR's report numbers" 1119421-2007-00408(first eye). 1119421-2007-00409 (second eye).